Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting confirmation if device is available for return.

Event description:
It was reported that during equipment testing conducted by a service technician at the manufacturer facility, the router is stuck in the attachment and is broken at the tip. No further information is available at this time.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during equipment testing conducted by a service technician at the manufacturer facility, the router is stuck in the attachment and is broken at the tip. No further information is available at this time.